Event description:
A caller reported intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high blood glucose level, the customer injected insulin manually. The customer changed the infusion set and cartridge to address the issue.